Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience elevated blood glucose (bg) levels from (311-347 mg/dl) the customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), the customer noted air bubbles in the tubing. The customer was able to expel the air bubbles by performing fill tubing. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. The customer declined to troubleshoot fill estimate with cts.